Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead exhibited total loss of capture and sensing. The patient was not reported to be symptomatic. Lead dislodgement was noted. The physician was unable to reposition the lead so it was explanted and replaced. The patient was stable following the procedure and will be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.